Event description:
It was reported that medfusion 3500 pump, motor rate error. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was missing, the top case was chipped front corners, the handle was broken off. The right plunger case was damaged. The bottom case had seal damage. Upon inspection, the issue was due to normal wear of the worm coupling and gear. Normal wear - pump was over 10 years old.

Event description:
Additional information received, incident did not occurred while in use with a patient. No adverse event.